Event description:
The manufacturer became aware of a published article titled ¿failure of modular cementless reverse total shoulder arthroplasty: a report of two cases¿. Allegedly, the author indicated that, ¿one patient reported pain and limited range of motion (rom). The patent required revision surgery as it was revealed through CT and x-ray imaging that there was scapula notching and humeral loosening of the device. ¿

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.